Manufacturer narrative:
(B)(4).

Event description:
It was reported that this insertable cardiac monitor (icm) was observed sticking out of the incision site, where the icm had just been implanted 8 days prior. The icm was explanted and was noted that it had recorded a pause episode, where the indication for use for the icm was to monitor for syncope. It was reported that the icm would not be returned. No additional adverse patient effects were reported.